Event description:
It was reported "placed 50cc ultraflex in ccl, high pressure alarm continuously, did not perform a manual inflation. Removedand placed a 40cc with same high pressure alarm". Additional information states "removal of 50cc, placed a 40cc with same high pressure alarm,the user restarted the pump once, with another high pressure alarm then the user restarted it again and iabc then fully inflatated to the tip under fluoro per interventionalist". The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "placed 50cc ultraflex in ccl, high pressure alarm continuously, did not perform a manual inflation. Removedand placed a 40cc with same high pressure alarm". Additional information states "removal of 50cc, placed a 40cc with same high pressure alarm,the user restarted the pump once, with another high pressure alarm then the user restarted it again and iabc then fully inflatated to the tip under fluoro per interventionalist". The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab "high pressure alarm" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.